Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number.

Event description:
It was reported that a needle break occurred during use with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "item 320122 lot # unknown needles bend just this box while injecting/inserting into site. 1 needle broke - no medical attention needed not in site. This same needle scratched the skin and medication lantus and novolog user went on top of skin. Occd a few days ago. Has a regular doctor visit today (B)(6) 2019 will ask doctor about the scratch. Daughter also on the phone with this consumer.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred during use with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "item 320122 lot # unknown needles bend just this box while injecting/inserting into site. 1 needle broke - no medical attention needed not in site. This same needle scratched the skin and medication lantus and novolog user went on top of skin. Occd a few days ago. Has a regular doctor visit today (B)(6) 2019 will ask doctor about the scratch. Daughter also on the phone with this consumer."